Event description:
The treating doctor reported that the patient had a tooth loss (tooth 2.5). The patient is still wearing the invisalign treatment. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that tooth 2.5 had a mesial bone defect, which could imply the tooth had a preexisting condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss, and therefore this event is being file as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor updated align that patient lost tooth 2.5 after bone loss, tooth splint and a yearlong observation, after an elastic used as an auxiliary technique got inside the gum. The patient is currently getting better.

Manufacturer narrative:
The treating doctor has clarified that the auxiliary elastic technique that was used on tooth 2.5, got inside the gum and ended up in the apex of the root causing the bone defect that resulted in the extraction. The treating doctor mentioned that the potential root cause of the event could have been losing control of the elastics during treatment.